Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that she did not receive her basal deliveries while she was sleeping. The blood glucose reading was 445 mg/dl. She stated that she had already changed the infusion set out the day prior and discarded the set. She declined troubleshooting, advising that she knew that the high blood glucose reading was due to an issue with the infusion set. She reported that her blood glucose reading did come down quickly and returned to normal. She also stated that she had previous had an issue, in which the customer's cats chewed on the infusion set, although she advised this was not the case in this event. She reported another high blood glucose event the following day, with a blood glucose reading of 249 mg/dl. She advised that she also knew why she had high levels, declining troubleshoot since she had treated with the insulin pump. She stated that she would change the infusion set now anyway. Nothing further reported.